Event description:
It was reported, that during a da vinci-assisted surgical procedure. The cable broke on a force bipolar instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument force bipolar involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed, the customer reported complaint. The instrument failed mechanical engagement when placed in the system. The instrument was found to have cracked clamping pulleys, likely causing the pitch cables to dislodge.